Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead was not usable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was not usable. It was further reported through follow up that the lead exhibited high impedance and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.